Event description:
After use of the device for endoscopic saphenous vein harvesting, the user observed more bleeding from the vessel branches than expected. After the surgery was completed, the surgical team returned to the site of the harvested saphenous vein to stop bleeding occurring there. There were no adverse consequences to the patient reported.

Manufacturer narrative:
No device was returned to the manufacturer, nor was the lot number of the device reported by the user. The phenomena reported are consistent with failure by the user to follow instructions. Specifically, the electro-cautery generator was set too high, and the cautery device was advanced too quickly through the target tissue.